Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) placed on (B)(6) 2010. Additional information was received on 28-jun-2016. Around six weeks after the surgery, she began to have extremely heavy menstrual cycles that were accompanied with pelvic pains. Further, plaintiff continued to bleed for an abnormally long period of time. This caused her to return to her health care provider, who was unable to ascertain the origins of her pain. The pain and bleeding persisted until she revisited her health provider seeking a definitive solution to the problems. On or about (B)(6) 2010 plaintiff underwent a laparoscopic supracervical hysterectomy. During this visit, doctors diagnosed her with dysmenorrhea, dysfunctional uterine bleeding, dyspareunia, and menorrhagia. Further, her bleeding was so heavy she was deemed to be anemic during this visit. In addition, quality-safety evaluation was received: this adverse event report is related to a product technical complaint. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and six weeks after the procedure, began to have extremely heavy menstrual cycles. Further, plaintiff continued to bleed for an abnormally long period of time. Dysfunctional uterine bleeding was diagnosed and plaintiff underwent a laparoscopic supracervical hysterectomy six months after placement. This event is listed in the reference safety information for essure genital bleeding and abnormal menstrual pattern changes may occur during essure use. Given event's nature, temporal relation and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('bleed for an abnormally long period of time / dysfunctional uterine bleeding / extremely heavy menstrual cycles'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device location of device: embedded in fatty layer of abdomen.') And internal haemorrhage ('internal bleeding') in a 29-year-old female patient who had essure (batch no. S05231 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included seizures and anemia. Concomitant products included morphine for pain and abdominal cramps. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and blood loss anaemia ("her bleeding was so heavy she was deemed to be anemic during visit"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pains"), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required) and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (uterus only) and laparoscopy, hysterectomy (uterus only) and laparoscopy, d and c, finding and removal of a 3rd coil. And partial hysterectomyand exporatory surgery). Essure was removed on (B)(6) 2010. At the time of the report, the uterine haemorrhage, fallopian tube perforation, device dislocation, internal haemorrhage, pelvic pain, dysmenorrhoea, blood loss anaemia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, the last episode of dyspareunia, urinary tract infection, vaginal infection, abdominal pain and migraine had resolved, the cystitis was resolving and the headache outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, internal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: 4 trailing coils from right ostia, 3 from left. Most recent follow-up information incorporated above includes: on 25-mar-2020: update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('bleed for an abnormally long period of time / dysfunctional uterine bleeding / extremely heavy menstrual cycles'), fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device location of device: embedded in fatty layer of abdomen.') And internal haemorrhage ('internal bleeding') in a 29-year-old female patient who had essure (batch no. S05231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included seizures and anemia. Concomitant products included morphine for pain and abdominal cramps. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and blood loss anaemia ("her bleeding was so heavy she was deemed to be anemic during visit"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pains"), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required) and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy (uterus only) and laparoscopy, hysterectomy (uterus only) and laparoscopy, d and c, finding and removal of a 3rd coil. And partial hysterectomyand exporatory surgery). Essure was removed on (B)(6) 2010. At the time of the report, the uterine haemorrhage, fallopian tube perforation, device dislocation, internal haemorrhage, pelvic pain, dysmenorrhoea, blood loss anaemia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, the last episode of dyspareunia, urinary tract infection, vaginal infection, abdominal pain and migraine had resolved, the cystitis was resolving and the headache outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, internal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: 4 trailing coils from right ostia, 3 from left. Most recent follow-up information incorporated above includes: on 4-mar-2020: mr received : reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("bleed for an abnormally long period of time / dysfunctional uterine bleeding / extremely heavy menstrual cycles"), fallopian tube perforation ("erforation (fallopian tube)"), device dislocation ("migration of essure device location of device: embedded in fatty layer of abdomen.") And internal haemorrhage ("internal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included seizures and anemia. Concomitant products included morphine for pain and abdominal cramps. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia") and haemorrhagic anaemia ("her bleeding was so heavy she was deemed to be anemic during visit"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of dyspareunia ("dyspareunia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (uterus only) and laparoscopy, finding and removal of a 3rd coil. And partial hysterectomyand exporatory surgery). Essure was removed on (B)(6) 2010. At the time of the report, the uterine haemorrhage, fallopian tube perforation, device dislocation, internal haemorrhage, pelvic pain, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, the last episode of dyspareunia, urinary tract infection, vaginal infection and abdominal pain had resolved and the cystitis was resolving. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, haemorrhagic anaemia, internal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-dec-2018: plaintiff fact sheet received: reporters, patient demographics, medical history, events (abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal). Migration of essure device location of device: embedded in fatty layer of abdomen. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, internal bleeding) and events outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("bleed for an abnormally long period of time / dysfunctional uterine bleeding / extremely heavy menstrual cycles"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of essure device location of device: embedded in fatty layer of abdomen.") And internal haemorrhage ("internal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included seizures and anemia. Concomitant products included morphine for pain and abdominal cramps. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), dysmenorrhoea ("dysmenorrhea"), the first episode of dyspareunia ("dyspareunia") and haemorrhagic anaemia ("her bleeding was so heavy she was deemed to be anemic during visit"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of dyspareunia ("dyspareunia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (uterus only) and laparoscopy, finding and removal of a 3rd coil,exporatory surgery). Essure was removed on (B)(6) 2010. At the time of the report, the uterine haemorrhage, fallopian tube perforation, device dislocation, internal haemorrhage, pelvic pain, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, vaginal haemorrhage, vaginal discharge, fatigue, the last episode of dyspareunia, urinary tract infection, vaginal infection, abdominal pain and migraine had resolved, the cystitis was resolving and the headache outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, haemorrhagic anaemia, headache, internal haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-mar-2019: plaintiff fact sheet received: events: migraines, headaches were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.